Manufacturer narrative:
It was reported that the controller lost power causing the pump to stop and sound red alarms. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing; the reported pump stop with red alarms could not be replicated during testing. Review of the event files revealed four controller power up events on (B)(6) 2017, starting at 11:21:30. The last data point recorded in the data file, at 11:7:21, revealed that bat210491 was connected to power port 1 with 95% relative state of charge (rsoc) and bat218952 was connected to power port 2 with 95% rsoc. No alarms were recorded on (B)(6) 2017. No anomalies were recorded in the logs. Based on the available information, a possible root cause of the reported event can be attributed to a disconnection of both power sources. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received: it was reported by the site that the patient called the ventricular assist device (vad) nurse on (B)(6) 2017 that his controller stopped working and has red flashing alarms. Patient immediately exchanged the controller and batteries and everything seemed to be fine. Next day on (B)(6) 2017 patient called again that a fully charged battery is not being accepted by the controller. The patient has been asked to come to the outpatient center where this battery has been exchanged after reviewing logs and talking to manufacturer representative. It was stated that after exchange of controller and batteries the issue was resolved. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient describes a pump stop with red alarms. It was stated that there were no effect or consequences to the patient. Controller and batteries were taken out of service and are being returned to the manufacturer. No additional information available.